Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon initial interrogation a message was triggered regarding frequent resets. Inspection of the devices memory contents showed that the device documented many consecutive resets. After a certain number of resets, the device automatically switched to a safety back-up mode. The root cause of these resets could not be established. The device was re-initialized and could be interrogated without abnormalities. Subsequently, the device was subjected to an electric test, which confirmed proper sensing and adequate battery voltage. In summary, the device displayed an error message due to many consecutive resets. The root cause of these resets could not be determined. After re-initialization, the device was fully functional. There is no indication of a device malfunction.

Event description:
This device was explanted same day as implant, due to unable to interrogate the device. No adverse patient events were reported. Should additional information become available, this file will be updated.